Event description:
It was informed that the doctor activated output in seal and cut mode during a laparoscopy assisted distal gastrectomy. And 1 hour later, the error names u504 occurred. The doctor completed the procedure with another device. There was no pt injury regarding this report. On 05/26/2015, olympus medical systems corp (omsc) confirmed that the ptfe pad subject device partially separated.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that there were contact marks on the surface of the probe and non-insulated area. The ptfe pad of the subject device was worn away, and partially separated. As the result of checking the probe and mfg record of the same lot, nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad was worn away and partially separated, because the doctor activated output in seal and cut mode without grasping anything. The probe damage error (u504) occurred, because the surface of the probe and non-insulated area with worn pad came in contact. This report is being submitted as a medical device report in an abundance of caution.